Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) as performed from the date of manufacture, 03-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A technical support specialist (tss) dialed into the device and performed a data synchronization using a fresh database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.